Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that at implant there was unresolvable post pace oversensing. Device adjustments were made however, the adjustments did not resolve the issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.